Event description:
The manufacturer received info alleging a bipap c series had evidence of thermal damage to the power lead and power supply. There was no report of patient harm or injury. The investigation is still ongoing. A follow up report will be submitted when the manufacturer has completed the investigation.